Event description:
It was reported the pt is no longer able to recharge the ipg and does not have stimulation. Multiple external devices were attempted to no avail. F/u revealed the pt has not used the system since december nor does she recall the last time the system was recharged. Physician consult will be the next course of action.

Manufacturer narrative:
This ipg serial number was included in the field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.